Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with flap striae on both eyes and flap dislocation on right eye one day post treatment. It was stated that the patient experienced loss of best corrected visual acuity (bcva). The patient complained of blurry vision and eyes feeling scratchy.bcva right eye pre-op 20/20 post-op 20/200.bcva left eye pre-op 20/20 post-op 20/60.